Manufacturer narrative:
If the sample is returned a follow-up report will be sent. Date of initial report: 08/13/2007.

Event description:
The report stated that, the distal end of the electrode detached from the shaft and fell into the patient cavity. The end piece was retrieved from the cavity. Another device was used and the case proceeded without further complications. No reported ill-effects to the patient.